Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device expulsion ("migrated into the uterus"), pelvic pain ("pain on right side/ pain"), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and staphylococcal infection ("numerous m.r.s.a infections") in a 28-year-old female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: excedrine. Concurrent conditions included eczema since 1986, migraine since 1990, multiple allergies since 1986, mass, skin and subcutaneous tissue abscess nos, asthma chronic, allergic rhinitis and atopic dermatitis. Concomitant products included aciclovir (acyclovir [aciclovir]) since 1990, fluticasone propionate (flonase) since 2004 and hydrocortisone since 1986. In 2011, the patient experienced rash erythematous ("pink rash"), urticaria ("hives/ hives at times"), eczema ("eczema flair ups") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), blood iron decreased ("blood or heart disorder/condition type: low iron"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vision blurred ("blurred vision when severe headache occurred"), fatigue ("fatigue") and abdominal distension ("bloat"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), oral pain ("mouth pain"), ear pain ("inner ear pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced dizziness ("dizzy spells"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("clotting during period"), rash ("unexplained rashes"), dry mouth ("dry mouth"), gingival bleeding ("gum bleeds") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, staphylococcal infection, menstrual disorder, rash, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, rash erythematous, urticaria, female sexual dysfunction, depression, eczema, headache, blood iron decreased, dysmenorrhoea, vision blurred, fatigue, abdominal distension, alopecia, oral pain, ear pain, back pain, abdominal pain and vulvovaginal pain outcome was unknown, the migraine and tooth disorder was resolving and the nausea, allergy to metals, dyspareunia, dizziness, dry mouth, gingival bleeding and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, blood iron decreased, depression, device expulsion, dizziness, dry mouth, dysmenorrhoea, dyspareunia, ear pain, eczema, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, menorrhagia, menstrual disorder, migraine, nausea, oral pain, pelvic pain, premenstrual dysphoric disorder, rash, rash erythematous, staphylococcal infection, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2011, hysterosalpingogram (hsg) (B)(6) 2013, hysterosalpingogram (hsg) (B)(6) 2016, other (please describe) - in office ultra sound (per pfs) result: total bilateral occlusion unilateral occlusion (left tube occluded) unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Event abnormal bleeding (general) was clubbed with previously reported event. Events abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, blood iron decreased, depression, device expulsion, dizziness, dry mouth, dysmenorrhoea, dyspareunia, ear pain, eczema, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gingival bleeding, headache, menorrhagia, migraine, nausea, oral pain, premenstrual dysphoric disorder, rash erythematous, staphylococcal infection, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) / migration of essure device'), device expulsion ('migrated into the uterus'), pelvic pain ('pain on right side/ pain'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)'), staphylococcal infection ('numerous m.r.s.a infections'), kidney infection ('but I did get a kidney infection on my second hsg'), hemianaesthesia ('I had full left side numbness/numbness got progressively worse affecting entire left side'), brain neoplasm ('have an MRI done to rule out ms and or brain tumors'), multiple sclerosis ('have an MRI done to rule out ms and or brain tumors'), thrombosis ('I have had clots since they put essure in.') And cerebrovascular accident ('I thought I was having a stroke the first time it happened.') In a 28-year-old female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post procedural bleeding, herpes simplex, chest x-ray abnormal, hormonal imbalance, fibroids and adenomyosis. (B)(6) 2011, hysterosalpingogram (hsg). On (B)(6)2013, hysterosalpingogram (hsg). On (B)(6)2016, other (please describe) - in office ultra sound (per pfs). Result: total bilateral occlusion. Unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Screening for breast cancer screening pap smear exam for cervical cancer screening for hpv. Essure performed (B)(6) 2010 following a vaginal delivery (used paraguard prior to pregnancy) . At the time only right coil could be placed (3 coils in endometrium), the left tubal ostia could not be seen. Hsg performed (B)(6) 2011 showed right tube was occluded with spillage through left tube. Patient went back to or (B)(6) 2011 for placement of essure in left tube, with 4 coils in the endometrium . Hsg (B)(6) 2011 showed occlusion bilaterally, with the left coil closer to the cornua than the right tube. Previously administered products included for an unreported indication: excedrin and paragard. Concurrent conditions included migraine since 1990, eczema since 1986, multiple allergies since 1986, mass, skin and subcutaneous tissue abscess nos, asthma chronic, allergic rhinitis, atopic dermatitis, asthma, chest pain, shortness of breath, pleural effusion, atelectasis, pleuritic pain, pneumonia, itching, hypertension, ingrown toe nail, paronychia, swelling of feet, throat pain, subconjunctival hemorrhage, eosinophil count increased, empyema, myopia, dry eyes, ear disorder nos, mass, skin lesion, groin abscess, twisted knee, joint crepitation, nerve pain, sneezing and ear discharge. Concomitant products included aciclovir (acyclovir) since 1990, amitriptyline, caffeine;paracetamol (excedrin aspirin free), corticosteroid nos since 2004, diphenhydramine hydrochloride, hydrocortisone since 1986, loratadine (claritin), montelukast sodium (singulair), rizatriptan benzoate (maxalt) and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced complication of device insertion ("she had complication or problem at the time of insertion"). In (B)(6) 2011, the patient experienced rash erythematous ("pink rash"), urticaria ("hives/ hives at times") and eczema ("eczema flair ups"). On (B)(6) 2011, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 months 21 days after insertion of essure. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("unexplained rashes") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced staphylococcal infection (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizzy spells") and the first episode of anaemia ("anemia"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision when severe headache occurred"), fatigue ("fatigue") and abdominal distension ("bloat"). In 2013, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), oral pain ("mouth pain"), ear pain ("inner ear pain"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("clotting during period"), dry mouth ("dry mouth"), gingival bleeding ("gum bleeds"), feeling abnormal ("brain fog"), hair texture abnormal ("my hair was dry and brittle"), trichorrhexis ("my hair was dry and brittle"), kidney infection (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), speech disorder ("headaches with speech impairment"), multiple sclerosis (seriousness criterion medically significant), vomiting ("I take it occasionally for my migraines that have nausea and vomiting"), malaise ("I get sick from pain pills."), thrombosis (seriousness criterion medically significant), endometriosis ("its lining from our uterus endometriosis is medical term"), the second episode of anaemia ("I got my blood test results for anemia"), iron deficiency ("my iron levels are good again"), vaginal discharge ("I now have light yellow vag and sometimes clear discharge slight odour"), cerebrovascular accident (seriousness criterion medically significant) and memory impairment ("affecting my memory") and was found to have brain neoplasm (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride, iron, mometasone furoate (flonase) and surgery (essure removal, total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, staphylococcal infection, menstrual disorder, rash, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, rash erythematous, urticaria, female sexual dysfunction, depression, eczema, headache, blood iron decreased, dysmenorrhoea, vision blurred, fatigue, abdominal distension, alopecia, oral pain, ear pain, back pain, abdominal pain, vulvovaginal pain, gastrointestinal disorder, complication of device insertion, hair texture abnormal, trichorrhexis, kidney infection, hemianaesthesia, speech disorder, brain neoplasm, multiple sclerosis, vomiting, malaise, thrombosis, endometriosis, the last episode of anaemia, vaginal discharge, cerebrovascular accident and memory impairment outcome was unknown, the migraine, tooth disorder and iron deficiency was resolving and the nausea, allergy to metals, dyspareunia, dizziness, dry mouth, gingival bleeding and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, blood iron decreased, brain neoplasm, cerebrovascular accident, complication of device insertion, depression, device expulsion, dizziness, dry mouth, dysmenorrhoea, dyspareunia, ear pain, eczema, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, gingival bleeding, hair texture abnormal, headache, hemianaesthesia, iron deficiency, kidney infection, malaise, memory impairment, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, oral pain, pelvic pain, premenstrual dysphoric disorder, rash, rash erythematous, speech disorder, staphylococcal infection, thrombosis, tooth disorder, trichorrhexis, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting, vulvovaginal pain, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-essure removal. Four-coils were visualized in the, endometrial cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tube was occluded with spillage through left tube. Occlusion bilaterally, with the left coil closer to the cornua than the right tube.; in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: findings- instillation of contrast into the uterus demonstrated filling of left fallopian tube beyond the margins of the coil. The right fallopian tube is closed. Impression- persistent patency of the left fallopian tube.; on (B)(6) 2012: bilateral essure coils in good position with no evidence for spillage of contrast. The left coil is closer to the left cornea than right coils is to the right cornua.. Magnetic resonance imaging brain - on (B)(6) 2014: left parietooccipital lobe developmental venous anomaly which is a benign finding. Mild low lying cerebellar tonsils. Pathology test - on (B)(6) 2016: result: diagnosis: a. Uterus,cervix,left and right fallopian tubes with essure devices (hysterectomy and bilateral salpingo-oophorectomy) uterus- chronic inflammation, nabothian cyst. Corpus: inactive endometrium, no endometrial intraepithelial neoplasia or malignancy, medical devices noted at each cornu, consistent with essure device. Left fallopian tube: paratubal cyst, no other significant pathologic findings, right fallopian tube: paratubal cyst. Ultrasound scan vagina - on (B)(6) 2016: first test left had not fully closed yet, they located right tube and then we scheduled for the second implant attempt for the right tube. Waited a little past the 3 months for hsg test and is showed both tubes were blocked. 2016 ultrasound was told I had "good placement" and a thickening of my uterus lining. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea, rash, mild pelvic cramps, vaginal bleeding, eczema, migraine and vision blurred, dysmenorrhea, heavy menstrual bleeding, menorrhagia. & the following ones were described in social media: hair texture abnormal, trichorrhexis, kidney infection, hypoaesthesia, speech disorder, brain neoplasm, multiple sclerosis, vomiting, malaise, thrombosis, endometriosis, anaemia, iron deficiency, vaginal discharge, cerebrovascular accident. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: events: event verbatim updated to-I had full left side numbness/numbness got progressively worse affecting entire left side, event affecting memory were added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes) / migration of essure device'), device expulsion ('migrated into the uterus'), pelvic pain ('pain on right side/ pain'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)'), staphylococcal infection ('numerous m.r.s.a infections'), kidney infection ('but I did get a kidney infection on my second hsg'), brain neoplasm ('have an MRI done to rule out ms and or brain tumors'), multiple sclerosis ('have an MRI done to rule out ms and or brain tumors') and cerebrovascular accident ('I thought I was having a stroke the first time it happened.') In a 28-year-old female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post procedural bleeding, herpes simplex, chest x-ray abnormal, hormonal imbalance, fibroids and adenomyosis. (B)(6) 2011, hysterosalpingogram (hsg) (B)(6) 2013, hysterosalpingogram (hsg) (B)(6) 2016, other (please describe) - in office ultra sound (per pfs) result: total bilateral occlusion unilateral occlusion (left tube occluded) unilateral occlusion (right tube occluded). Screening for breast cancer screening pap smear exam for cervical cancer screening for hpv. Essure performed (B)(6) 2010 following a vaginal delivery (used paraguard prior to pregnancy) . At the time only right coil could be placed (3 coils in endometrium), the left tubal ostia could not be seen. Hsg performed (B)(6) 2011 showed right tube was occluded with spillage through left tube. Patient went back to or (B)(6) 2011 for placement of essure in left tube, with 4 coils in the endometrium . Hsg (B)(6) 2011 showed occlusion bilaterally, with the left coil closer to the cornua than the right tube. Previously administered products included for an unreported indication: excedrine and paragard. Concurrent conditions included migraine since 1990, eczema since 1986, multiple allergies since 1986, mass, skin and subcutaneous tissue abscess nos, asthma chronic, allergic rhinitis, atopic dermatitis, asthma, chest pain, shortness of breath, pleural effusion, atelectasis, pleuritic pain, pneumonia, itching, hypertension, ingrown toe nail, paronychia, swelling of feet, throat pain, subconjunctival hemorrhage, eosinophil count increased, empyema, myopia, dry eyes, ear disorder nos, mass, skin lesion, groin abscess, twisted knee, joint crepitation, nerve pain, sneezing and ear discharge. Concomitant products included aciclovir (acyclovir) since 1990, amitriptyline, caffeine;paracetamol (excedrin aspirin free), corticosteroid nos since 2004, diphenhydramine hydrochloride, hydrocortisone since 1986, loratadine (claritin), montelukast sodium (singulair), rizatriptan benzoate (maxalt) and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced complication of device insertion ("she had complication or problem at the time of insertion"). In (B)(6) 2011, the patient experienced rash erythematous ("pink rash"), urticaria ("hives/ hives at times") and eczema ("eczema flair ups"). On (B)(6) 2011, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 months 21 days after insertion of essure. In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), rash ("unexplained rashes") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced staphylococcal infection (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dizziness ("dizzy spells") and the first episode of anaemia ("anemia"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision when severe headache occurred"), fatigue ("fatigue") and abdominal distension ("bloat"). In 2013, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), oral pain ("mouth pain"), ear pain ("inner ear pain"), back pain ("lower back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("clotting during period"), dry mouth ("dry mouth"), gingival bleeding ("gum bleeds"), feeling abnormal ("brain fog"), hair texture abnormal ("my hair was dry and brittle"), trichorrhexis ("my hair was dry and brittle"), kidney infection (seriousness criterion medically significant), hypoaesthesia ("I had full left side numbness"), speech disorder ("headaches with speech impairment"), multiple sclerosis (seriousness criterion medically significant), vomiting ("I take it occasionally for my migraines that have nausea and vomiting"), malaise ("I get sick from pain pills."), thrombosis ("I have had clots since they put essure in."), endometriosis ("its lining from our uterus endometriosis is medical term"), the second episode of anaemia ("I got my blood test results for anemia"), iron deficiency ("my iron levels are good again"), vaginal discharge ("I now have light yellow vag and sometimes clear dicharge slight odour") and cerebrovascular accident (seriousness criterion medically significant) and was found to have brain neoplasm (seriousness criterion medically significant). The patient was treated with antibiotics, diphenhydramine hydrochloride, iron, mometasone furoate (flonase) and surgery (essure removal, total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, staphylococcal infection, menstrual disorder, rash, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, rash erythematous, urticaria, female sexual dysfunction, depression, eczema, headache, blood iron decreased, dysmenorrhoea, vision blurred, fatigue, abdominal distension, alopecia, oral pain, ear pain, back pain, abdominal pain, vulvovaginal pain, gastrointestinal disorder, complication of device insertion, hair texture abnormal, trichorrhexis, kidney infection, hypoaesthesia, speech disorder, brain neoplasm, multiple sclerosis, vomiting, malaise, thrombosis, endometriosis, the last episode of anaemia, vaginal discharge and cerebrovascular accident outcome was unknown, the migraine, tooth disorder and iron deficiency was resolving and the nausea, allergy to metals, dyspareunia, dizziness, dry mouth, gingival bleeding and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, blood iron decreased, brain neoplasm, cerebrovascular accident, complication of device insertion, depression, device expulsion, dizziness, dry mouth, dysmenorrhoea, dyspareunia, ear pain, eczema, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, gingival bleeding, hair texture abnormal, headache, hypoaesthesia, iron deficiency, kidney infection, malaise, menorrhagia, menstrual disorder, migraine, multiple sclerosis, nausea, oral pain, pelvic pain, premenstrual dysphoric disorder, rash, rash erythematous, speech disorder, staphylococcal infection, thrombosis, tooth disorder, trichorrhexis, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, vomiting, vulvovaginal pain, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-essure removal. Four-coils were visualized in the, endometrial cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: right tube was occluded with spillage through left tube. Occlusion bilaterally, with the left coil closer to the cornua than the right tube.; in (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: findings- instillation of contrast into the uterus demonstrated filling of left fallopian tube beyond the margins of the coil. The right fallopian tube is closed. Impression- persistent patency of the left fallopian tube.; on (B)(6) 2012: bilateral essure coils in good position with no evidence for spillage of contrast. The left coil is closer to the left cornea than right coils is to the right cornua.. Magnetic resonance imaging brain - on (B)(6) 2014: left parietooccipital lobe devlopmental venous anomaly which is a benign finding. Mild low lying cerebellar tonsils. Pathology test - on (B)(6) 2016: result: diagnosis: a.uterus,cervix,left and right fallopian tubes with essure devices (hysterectomy and bilateral salpingo-oophorectomy) uterus- chronic inflammation, nabothian cyst. Corpus: inactive endometrium, no endometrial intraepithelial neoplasia or malignancy, medical devices noted at each cornu, consistent with essure device. Left fallopian tube: paratubal cyst, no other significant pathologic findings, right fallopian tube: paratubal cyst.. Ultrasound scan vagina - on (B)(6) 2016: first test left had not fully closed yet, they located right tube and then we scheduled for the second implant attempt for the right tube. Waited a little past the 3 months for hsg test and is showed both tubes were blocked. 2016 ultrasound was told I had "good placement" and a thickening of my uterus lining. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : nausea, rash, mild pelvic cramps, vaginal bleeding, eczema, migraine and vision blurred, dysmenorrhea, heavy menstrual bleeding, menorrhagia. & the following ones were described in social media: hair texture abnormal, trichorrhexis, kidney infection, hypoaesthesia, speech disorder, brain neoplasm, multiple sclerosis, vomiting, malaise, thrombosis, endometriosis, anaemia, iron deficiency, vaginal discharge, cerebrovascular accident. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs, mr and social media received: reporter was added. Treatment & concomitant drug was added. Outcomes were added. Lab test was added. Hair texture abnormal, trichorrhexis, kidney infection, hypoaesthesia, speech disorder, brain neoplasm, multiple sclerosis, vomiting, malaise, thrombosis, endometriosis, anaemia, iron deficiency, vaginal discharge, cerebrovascular accident captured from social media. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device expulsion ("migrated into the uterus"), pelvic pain ("pain on right side/ pain"), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and staphylococcal infection ("numerous m.r.s.a infections") in a 28-year-old female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6)2011, hysterosalpingogram (hsg). (B)(6)2013, hysterosalpingogram (hsg). (B)(6)2016, other (please describe) - in office ultra sound (per pfs). Result: total bilateral occlusion. Unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Previously administered products included for an unreported indication: excedrin and paragard. Concurrent conditions included eczema since 1986, migraine since 1990, multiple allergies since 1986, mass, skin and subcutaneous tissue abscess nos, asthma chronic, allergic rhinitis, atopic dermatitis and asthma. Concomitant products included aciclovir (acyclovir) since 1990, amitriptyline, caffeine;paracetamol (excedrin aspirin free), fluticasone propionate (flonase) since 2004, hydrocortisone since 1986, loratadine (claritin), montelukast sodium (singulair), rizatriptan benzoate (maxalt) and salbutamol. In 2011, the patient experienced rash erythematous ("pink rash"), urticaria ("hives/ hives at times"), eczema ("eczema flair ups") and alopecia ("hair loss"). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced rash ("unexplained rashes"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and anaemia ("anemia") and was found to have blood iron decreased ("blood or heart disorder/condition type: low iron"). In 2013, the patient experienced vision blurred ("blurred vision when severe headache occurred"), fatigue ("fatigue"), abdominal distension ("bloat") and gastrointestinal disorder ("gastrointestinal disorder"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), oral pain ("mouth pain"), ear pain ("inner ear pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2016, the patient experienced dizziness ("dizzy spells"). In (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("clotting during period"), dry mouth ("dry mouth"), gingival bleeding ("gum bleeds"), feeling abnormal ("brain fog") and complication of device insertion ("she had complication or problem at the time of insertion"). The patient was treated with diphenhydramine hydrochloride, iron and surgery (essure removal, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, staphylococcal infection, menstrual disorder, rash, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, rash erythematous, urticaria, female sexual dysfunction, depression, eczema, headache, blood iron decreased, dysmenorrhoea, vision blurred, fatigue, abdominal distension, alopecia, oral pain, ear pain, back pain, abdominal pain, vulvovaginal pain, anaemia, gastrointestinal disorder and complication of device insertion outcome was unknown, the migraine and tooth disorder was resolving and the nausea, allergy to metals, dyspareunia, dizziness, dry mouth, gingival bleeding and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaemia, back pain, blood iron decreased, complication of device insertion, depression, device expulsion, dizziness, dry mouth, dysmenorrhoea, dyspareunia, ear pain, eczema, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, gingival bleeding, headache, menorrhagia, menstrual disorder, migraine, nausea, oral pain, pelvic pain, premenstrual dysphoric disorder, rash, rash erythematous, staphylococcal infection, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons-essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received- new event anemia, gastrointestinal disorder and she had complication or problem at the time of insertion were added. New reporter, concomitant, treatment and historical drug, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain on right side/ pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("clotting during period") and rash ("unexplained rashes"). The patient was treated with surgery to remove essure on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder and rash outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device expulsion ("migrated into the uterus"), pelvic pain ("pain on right side/ pain"), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and staphylococcal infection ("numerous m.r.s.a infections") in a 28-year-old female patient who had essure (batch no. 20240921) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: excedrin. Concurrent conditions included eczema since 1986, migraine since 1990, multiple allergies since 1986, mass, skin and subcutaneous tissue abscess nos, asthma chronic, allergic rhinitis and atopic dermatitis. Concomitant products included aciclovir (acyclovir [aciclovir]) since 1990, fluticasone propionate (flonase) since 2004 and hydrocortisone since 1986. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced rash erythematous ("pink rash"), urticaria ("hives/ hives at times"), eczema ("eczema flair ups") and alopecia ("hair loss"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), blood iron decreased ("blood or heart disorder/condition type: low iron"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced vision blurred ("blurred vision when severe headache occurred"), fatigue ("fatigue") and abdominal distension ("bloat"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), oral pain ("mouth pain"), ear pain ("inner ear pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced dizziness ("dizzy spells"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("clotting during period"), rash ("unexplained rashes"), dry mouth ("dry mouth"), gingival bleeding ("gum bleeds") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, staphylococcal infection, menstrual disorder, rash, premenstrual dysphoric disorder, vaginal haemorrhage, menorrhagia, rash erythematous, urticaria, female sexual dysfunction, depression, eczema, headache, blood iron decreased, dysmenorrhoea, vision blurred, fatigue, abdominal distension, alopecia, oral pain, ear pain, back pain, abdominal pain and vulvovaginal pain outcome was unknown, the migraine and tooth disorder was resolving and the nausea, allergy to metals, dyspareunia, dizziness, dry mouth, gingival bleeding and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, blood iron decreased, depression, device expulsion, dizziness, dry mouth, dysmenorrhoea, dyspareunia, ear pain, eczema, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, menorrhagia, menstrual disorder, migraine, nausea, oral pain, pelvic pain, premenstrual dysphoric disorder, rash, rash erythematous, staphylococcal infection, tooth disorder, urticaria, vaginal haemorrhage, vision blurred and vulvovaginal pain to be related to essure. Diagnostic results: (B)(6) 2011, hysterosalpingogram (hsg). (B)(6) 2013, hysterosalpingogram (hsg). (B)(6) 2016, other (please describe) - in office ultra sound (per pfs). Result: total bilateral occlusion. Unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.